Event description:
Customer allegedly received the following results, with two compact meters, within 10 minutes: 129 mg/dl (meter with serial number (B)(4)) and lo (<9 mg/dl, meter with serial number (B)(4)). No adverse event reported. Requested return of suspect devices and strips, and replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.